Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician connected the syringe to the foley catheter and pushed the plunger, but there was resistance and couldn't inject distilled water.

Manufacturer narrative:
The reported event was confirmed cause unknown. Three photos were received for evaluation of the foley catheter. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone temp sensing foley catheter with sample port connector. Visual inspection of the sample noted the inflation cap/inflation port was disconnected from the inflation arm on the return sample. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician connected the syringe to the foley catheter and pushed the plunger, but there was resistance and couldn't inject distilled water. Per follow up information received via ibc on 01aug2025, stated that when received product, the valve was already detached. A syringe was connected to the detached valve and pressed the plunger, and water started to flow out. Then reattached the valve inside the catheter and tried to inflate it, but no water came in and it felt like the inner cavity of the catheter was blocked.